Event description:
I had the essure procedure done in (B)(6) of 2011. At first, all seemed to be fine. About 6 months after having the procedure done, I began bleeding, which I thought was my period coming back after years of being on the depo-provera shot. After 2 weeks of severe bleeding and clotting and severe left tubal pain, I contacted the doctor that did the procedure, and they explained to me that I should not be concerned. "It was just my body adjusting to the implants". I believe that the essure that was put into my body is defective and dangerous, and should be recalled due to the numerous complaints that have been documented on this device. I wish that I would have never gotten it done, as (almost 2 years later) I am still suffering from severe hemorrhaging and severe pain associated with the devices that were implanted in my tubes. My current doctor (not the one that did the procedure...I will never go back there) has suggested that if I continue with the pain and bleeding, the next step will be to do a complete hysterectomy. Sincerely, I concerned frustrated pt of essure.